Event description:
Additional information was received that an endovascular thrombectomy was performed because a thrombus was observed during the procedure.

Manufacturer narrative:
Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the implant of a transcatheter valve, following delivery catheter system (dcs) insertion, an access site dissection was observed when confirming access. Subsequently, a stent was placed to address the dissection, and the transcatheter valve was implanted.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the implant of a transcatheter valve, following delivery catheter system (dcs) insertion, an access site dissection was observed when confirming access. Subsequently, a stent was placed to address the dissection, and the transcatheter valve was implanted. Additional information was received indicating that the minimum diameter of the right-sided access vessel was less than 4 mm. The patient had significantly calcified and narrow anatomy that contributed to the dissection at the right access site. Per the physician, endovascular thrombectomy contributed to the dissection. Per the physician, the delivery catheter system, the non-medtronic sheath, and the non-medtronic guidewire used did not contribute to the dissection.